Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
It was reported to philips healthcare that the heartstart mrx failed autotest with a fail/dx in the auto test summary. There was no pt involvement.